Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because the patient was in isolation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that the ng tube and feeding set were stuck together. The customer also stated that the feeding set was difficult to remove from the ng tube so they manipulated it with force which led to the breaking of the ng tube. The y port where they connect the feeding was completely detached from the ng tube.